Event description:
It was reported by the clinician that the catheter was being used on an (B) (6) in the operating room. The physician experienced difficulty when removing the spring wire guide (swg). The swg was "teased" out, but was removed successfully. There were no patient complications reported. It was confirmed by the sales representative that there was no surgical intervention needed.

Manufacturer narrative:
(B) (4). Follow-up report will be filed, if additional information becomes available.